Event description:
It was reported that the patient's left knee was revised. Surgeon reported the revision construct as a 'dynamic spacer.' An associated rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: 5512-f-301; tri ts femur sz3 left; (B)(6). 5560-s-209; tri cemented stem 9mmx100mm; (B)(6). 5521-b-400; tri ts baseplate size 4; (B)(6). 5560-s-209; tri cemented stem 9mmx100mm; (B)(6). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.